Event description:
On 10/24/94, the lens was implanted following cataract surgery. On 11/22/96, rptr awakened to have no vision in that eye. On 11/27 rptr had surgery performed by a retina specialist to correct this condition - only to find out that the lens had dislodged, sliced the retina and partially detached it. At the same time that rptr was in md's office there were three other pts there, with exactly the same problem. All of these had the same aforementioned lens implanted. Rptr feels steps should be taken to have this lens model removed from the market.